Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Medwatch sent to FDA on: 10/10/2007. Analysis of the device noted an opening on the port tubing located in between the port/injection site and the stainless steel connector. The opening on the port tubing may be wear related and this opening may have been the cause of the leakage. Analysis of the device also noted damage from a sharp instrument to the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). There was no indication of wear related damage to this portion of the lap-band system returned. Further information from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Reported as "after some adjustments the patient wasn't losing weight. The surgeon noticed a leak in the port. After the port removal he confirmed that the port had a leak."